Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
D6a: implant/explant date is estimated to have occurred in (B)(6) 2008.

Event description:
Related manufacturer report number: 2017865-2023-72708. It was reported, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Additionally, noise resulting in oversensing was observed on the right ventricular (rv) lead as well. Provocative testing was performed and no anomalies were observed. The ra and rv leads were capped and replaced to resolve the event. The patient was stable.